Event description:
A power source alert was reported by a caller for an insulin pump that could not charge its battery. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the caller connected the charging cable to a wall adapter, and the pump began charging. No further assistance was required.